Event description:
It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The steerable guide catheter (sgc) was prepared per the instructions for use (IFU) and was inserted without issues. However, after removing the dilator, a loss of fluid column occurred. Therefore, the sgc was removed and replaced. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported leak was confirmed. Additionally, the hemostasis valve was observed to be torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the leak. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported leak is a cascading event of the torn hemostasis valve. A cause for the torn hemostasis valve could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.